Event description:
The customer received a questionable result from a coaguchek xs meter. The serial number was requested but was not known. The specific date of the event was requested but was not known. The result from the meter was 3.3. Inr. The result from a laboratory was 2.5 inr. The laboratory method used was requested but was not known. There was no allegation of an adverse event. As the lab inr was in range, no dose change was made. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.